Manufacturer narrative:
(B)(4). The device was not available; therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a vialmate reconstitution device had leaked. The leak was located between the bag and the adapter. The reporter stated that the leak occurred when fluid was sent into the vial for reconstitution. There was no patient involvement. Additional information was requested and is not available.